Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial# unknown, product type software .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) . It was reported that the vanta app was updated to the latest version. The issue was resolved. Rep provided the device serial number.

Event description:
It was reported the representative (rep) was unable to connect to vanta app. Caller stated they weren't able to get into the app at all and were getting code: 0x54312948. Agent suggested caller check app version which was 2.0.2683. Agent walked caller through successfully updating app version to 2.0.2684. Caller mentioned getting a message when they tried to enter the app that said, "invalid data; therapy data may have been cleared" with code: 000100bb. Right after reporting this message the caller said they were able to connect to the app. Agent stayed on the line for a few minutes and caller confirmed they were able to continue to stay connected and performed an impedance check that showed all "good" impedances.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.